Event description:
It was reported the pt's ipg was replaced. Sjm representative reported the ipg was replaced due to diminished therapy. Follow-up also indicates the replacement ipg is working properly and providing adequate therapy.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.